Manufacturer narrative:
The pump passed all functional testing including the displacement, operating current, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No display anomaly was noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the insulin pump's display was frozen. Customer reported replacing the battery, but the screen remained frozen. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.